Event description:
It was reported upon removal, the catheter "snapped" into two pieces. A portion of the catheter was retained in the patient. As a result, the physician succesfully removed the retained portion of the catheter using "counter pressure method." No further patient complications were reported.

Manufacturer narrative:
We are not expecting the product to be returned. A follow-up report will be filed if more information becomes available.